Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had an "oxygen thing" (oximeter) on her finger and a strap around under her breast with electronic stuff in there. At that point she was at 1.4 v and therapy worked perfect. Patient reported she noticed when she put the sleep study equipment on her the interstim was stimulating like crazy. Patient stated she reduced stim and fell asleep and 1.5 hours later she woke up because of stim. The patient indicated that the change in symptoms was sudden in nature. She took the sleep study equipment off. She used it only once and sent it back. But ever since then she keeps having to reduce stim. The patient had to decrease stim on (B)(6) and had to keep decreasing stim but therapy stopped helping her symptoms. The patient was now at 0.8 v. Patient reported with the lower stim her therapy was not working as well as far as letting her know. Patient tried increasing stim to 0.9 v but she was not able to tolerate stim. Patient was wondering if sleep study could have hurt her interstim. Patient stated interstim therapy was wonderful and it was a life saver for her. The patient used the pp on the call and it shows she was on program 3 and ins was on. There were no further symptoms or complications reported or anticipated.